Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that he left ventricular lead exhibited loss of capture. X-ray imaging confirmed that the lv lead had dislodged. The patient's lv was explanted and replaced on (B)(6) 2021. The patient was stable throughout the event.